Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and missing segments from the insulin pump. The customer's blood glucose reading was 186 mg/dl. The customer stated that he was unable to read the screen of his pump. The customer stated that he hit the act button and it goes into a black screen. The customer mentioned that the reservoir compartment is cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test and alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The pump had moisture damage on the motor. The pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. The pump passed the currents and displacement tests. Unable to perform the self test, occlusion and no delivery alarm tests due to the compromised force sensor system alarm. No missing segments/partial display, unexpected black screen or display anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.